Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were no patient medical records available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for further evaluation. Potential contributing factors to the reported event include; patient anatomy.

Event description:
The physician was able to seal the endoleak by implanting a non-endologix stent on (B)(6) 2016.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated device vela infrarenal and vela suprarenal aortic extension. Upon follow-up, computed tomography revealed that the patient had a leak and aneurysm growth. Patient is stable.